Event description:
During mitraclip procedure, device failed to lock inside the patient after implantation. Device had to be removed which led to damage to the existing mitral valve apparatus. Attempts made to place an additional clip unsuccessful. Due to damage to tissues and amount of regurgitation the patient was taken immediately to the operating room for a mitral valve repair. Patient expired on (B)(6) 2021 as a result of complications after surgery and multi-system organ failure.